Event description:
As reported by the user facility: event description: patient was started on a cardene gtts for hypertension control at 2100. Medication was titrated up to a max dose of 12.5 mg/hr to keep blood pressure down. When changing another IV fluid bag, it was noted that the cardene bag still had a large amount of fluid in it. According to the IV pump, it should have infused 170 ccs of the 200 ccs in the bag. The bag still had more than 100 ccs of fluid in it. When the IV pump was changed, control of hypertension was obtained at only 5 mg/hr. No patient injury.

Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The actual device has been received and the investigation is on going at this time. A follow up report will be provided when the investigation results become available. Importer reference#: 2523676-2014-0000469.